Event description:
In 2005, advanced bionics was notified that a patient reportedly was diagnosed with eosinophilic meningitis. A doctor at the hospital reportedly stated that the meningitis is not associated with the positioner.